Event description:
Per the independent repair center, the customer alleged problem is low o2. The key failure is the sieve beds causing low o2. Additional malfunction is the power switch has no alarm function.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.